Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported issues with the display characters when scanning with the adc freestyle libre reader. On the evening of (B)(6) 2020, the customer did not experience any glycemic symptoms, but subsequently lost consciousness and went into a diabetic coma. Hcp contact was made and the customer was treated with a glucose injection for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre reader, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported issues with the display characters when scanning with the adc freestyle libre reader. On the evening of (B)(6)2020 to (B)(6)2020, the customer did not experience any glycemic symptoms, but subsequently lost consciousness and went into a diabetic coma. Hcp contact was made and the customer was treated with a glucose injection for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.